Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported in a medical article by stacy e. Hatcher, titled catastrophic failure of spinal cord stimulator paddle electrodes in the cervical spine that the patient required ipg repositioning due to hypermobility from significant weight loss. The patient had ipg repositioned, and was successfully reprogrammed. No additional information was provided.